Event description:
Litigation papers allege: on (B)(6), 2010, patient was implanted with a depuy asr hip implant on his right side. Following his surgery, patient suffered from pain and discomfort in his hip. It became increasingly painful for him to walk, move his legs, and rise from a seated position. Patient will have to undergo revision surgery to replace the asr hip implant.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.